Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 80% to 15% while connected to a power source. Subsequently, the battery fully depleted and the pump shut off. The pump was able to be turned back on and charged successfully with a different wall adapter. There was no reported impact to the customer's blood glucose level.